Event description:
Patient receiving epidural pca and continuous infusions while in labor and delivery. Pca pump reported reservoir volume low and reservoir volume zero messages. While transferring cassette for new one, nurse noted significant volume remaining in reservoir. This is a repeat event of this nature at our facility. Pump and reservoir sequestered and delivered to biomedical for event download and analysis. Biomedical notified manufacturer to meet with our facility to discuss these re-occurring events with the clinical and biomedical teams to determine reasons for pca pump under deliveries. Review of the maude database also noted similar reported events on an 18 month search at other facilities. Manufacturer provided enhanced instructions from a "customer information bulletin" from 2014. Our clinical staff is confident that we are following correct insertion and removal techniques of reservoir cassette assembly. Biomedical returning 5 involved pumps for extensive evaluation and wear analysis. Pump fleet has been in service for 4 years 6 months. Manufacturer response for infusion pump, pca, cadd solis (per site reporter): manufacturer is aware of additional events and is advising us to follow recommended loading and unloading of the cassette reservoir. Our facility is currently engaging the manufacturer on other causes for failure to include analysis of our involved pumps for premature wearing of the lever or pumps assembly or design and tolerance of the reservoir assembly used at our facility. Our facility is returning both pumps and reservoirs for analysis and reporting.